Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-feb-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the keyboard was intermittently failing, and errors were verified on site. A field service engineer replaced the keyboard and the issue was resolved. The hardware test application (hta) was run, and the keyboard passed all tests. The customer also tested the keyboard and confirmed there were no further issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system had failed keyboard. The customer stated that this malfunction caused a delay in dispensing medication to patients and remove medications from another station. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system had failed keyboard. The customer stated that this malfunction caused a delay in dispensing medication to patients and remove medications from another station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.